Event description:
It was reported that a lead was an attempted implant due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains the additional information received indicating the cause of the attempted implant. Please refer to field b5 for this additional information.

Event description:
It was reported that a lead was an attempted implant due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the cause of the attempted implant. The physician wanted to upgrade the patient to crtd but there was not a viable location for the lead.

Manufacturer narrative:
This report contains the additional information received indicating the cause of the attempted implant. Please refer to field b5 for this additional information. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a lead was an attempted implant due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the cause of the attempted implant. The physician wanted to upgrade the patient to crtd but there was not a viable location for the lead.